Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason and unknown date. Patient's other blood glucose value was unknown. Customer stated in the hospital and need to provide them the basal rates. Customer declined at this time to provide information about hospitalization not sure if it is pump related. The device was not expected to be returned for analysis.